Event description:
It was reported that during a da vinci si hysterectomy procedure, arcing was observed from the tip cover accessory installed on the monopolar curved scissors (mcs) instrument. The mcs instrument was removed and the tip cover accessory was replaced. The planned surgical procedure was completed with a replacement tip cover accessory. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Multiple attempts have been made to obtain additional information from the site about this event, however, at the time of this report no information has been provided. Additionally, the tip cover accessory has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow up MDR will be submitted.